Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was urine leakage from the shaft on the day of use.

Event description:
It was reported that there was urine leakage from the shaft on the day of use.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened, used catheter present. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks. The balloon passively deflated without issue, returning 10ml of solution. The active length of the catheter balloon was measured (0.6825") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. 2. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed. 3. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, damage, etc. Before inserting a new catheter. Fragments of the balloon or segment of catheter may remain in the bladder. 4. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and then insert without pulling them back. Otherwise, the stylet may exit the side hole to damage the urethral mucosa. · caution should be exercised in the following patients: · use with great care for patients with disturbance of consciousness, etc. When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder."